Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a the auxiliary cabinet failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 had a misaligned back internal cover plate, which caused difficulty in opening the drawer. A field service engineer (fse) realigned the panel to resolve the issue. The field service engineer tested the device in a hardware testing application and verified by the customer. The system functioned as intended after the field service engineer repaired the device.